Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 16 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the mid stent struts lifted from the crimped profile. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09mar2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 16mm x 3.0mm, de novo target lesion, with >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation, a 16 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. Another non-boston scientific stent was attempted but also failed. The procedure was completed by simply doing a plain old balloon angioplasty (poba). There were no patient complications reported and the patient was stable and responding well to the medicines. However, returned device analysis revealed stent damage.